Event description:
The fresenius c.a.t.s. Autotransfusion system (c.a.t.s plus device (B)(4) and atf 120 fast start kit, lot # zft303) was used during an emergent, salvage rupture of an abdominal aortic aneurysm (aaa). The operator began to process shed blood. After 300 mls of packed red blood cells (prc) had been processed with the device and kit, he experienced a "blood flow alarm" on the device. He attempted to re-start the process unsuccessfully. So he changed out the processing disposable and the device (he did not change out the collection reservoir with the collected shed blood). New device (B)(4) and a new atf 120 lot # zft303. He primed the changed out device and disposable when the aneurysm ruptured, there was 3000ml of blood that was quickly aspirated to the collection reservoir. The operator got behind on the heparin levels and experienced clotting of the reservoir and pump, even after reducing the vacuum level on the reservoir. The blood clotted in the collection reservoir and wash kit. This was confirmed by a collapse in the tubing between the reservoir and the pump. The lack of the anticoagulant and blood clots will cause the device to respond with "blood flow alarms", which was observed during this case during the procedure as noted in the operator manual. The pt was transfused large volumes of homologous blood. This included red blood cells (rbc), platelets, and fresh frozen plasma (ffp). These were given due to large volumes of bleeding resulting from the ruptured aneurysm. The surgical and anesthesia team stated the clotting issue, and device did not have an effect on the pt's condition. In spite of all efforts, the pt expired over three hours after this surgical procedure.

Manufacturer narrative:
The us agent for the product in regards to FDA reporting is fresenius kabi, llc in (B)(4). The cats plus device was evaluated by a terumo technician and found to be within spec. The 2 disposable sets (atf 120 fast start kit p/n 9108501 lot # zft303) will be sent back to MFR for eval. A follow up report will be generated when results are received. See report 3004152132-2010-00005, as it deals with this same incident.